Event description:
Boston scientific received information that this device and right ventricular (rv) lead was oversensing the patient's atrial fibrillation (af) which showed up as ventricular fibrillation (vf) on the patient's electrogram (egm). Troubleshooting was first performed but the physician could not figure out why the af was being oversensed. There were no inappropriate shocks and no pacing inhibition reported. The physician ended up performing a revision procedure and capping the rate/sense portion of the rv lead and replacing with a previously capped rv lead. With the new rv lead, the device was able to sense vf with no further reports of oversensing. Following the revision, the boston scientific field representative questioned the position of this rv lead and feels that the lead position may have been the cause of the oversensing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.